Event description:
In 2005, dr's implanted a mandibular reconstructive plate. Plate filed in 2006, was removed and a plate reported to be a kls martin plate was implanted. In 2007, pt returned in pain, x-rays taken five days later, revealed plate failed. Surgery performed two months later, removed plate, bone graft and plating used to reconstruct mandible.

Manufacturer narrative:
Kls martin l. P. Had no prior knowledge of this incident. Implant has not been returned to kls martin l.p. And evaluation can not be done at this time. If implant is returned, an evaluation will be completed by the manufacturer.